Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter read inaccurately erratic. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording, since the patient was unable to be reached by phone for further information. The patient reported that on (B)(6) 2017 at 12:21 am he tested his blood glucose with the subject meter and obtained a reading of ¿55 mg/dl¿. The patient claimed that around the same time he was experiencing symptoms of feeling ¿anxious, shaky, shivery and nervousness¿. The patient claimed he tested his blood glucose with the subject meter again at 12:27 am and obtained a reading of ¿82 mg/dl¿. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. In response to the symptoms, the patient reported treating himself with gatorade and a glucose tablet around the same time as the alleged issue. During the call, the patient stated that he manages his diabetes with insulin (type and dose not reported). The patient stated he felt the meter had been reading inaccurately prior to the onset of symptoms and reported obtaining a result of ¿140 mg/dl¿ with the subject meter approximately 45 minutes to 1 hour prior. It was not reported if the patient made any changes to his usual diabetes management prior to the onset of symptoms. During troubleshooting, the customer service representative (csr) confirmed that the unit of measure was set correctly on the subject meter. The csr documented that the same approved sample site was used for testing and that the correct testing process was being followed. The csr confirmed the test strip vial was intact and that the test strips were in good condition. The csr noted the patient did not have control solution available to test the subject meter. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event. The subject meter could not be ruled out as a cause or contributor to the event.